Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the doors would not open or close properly. The representative performed an invalidate procedure. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system had problems with closing the gantry. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.